Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and that the infusion set was leaking at the headset, resulting in elevated blood glucose levels.